Event description:
Bolt fracture ide trial (B)(4) (vessel dissection). Balloon induced dissection of lms (with 4.0mm ncb). Covered with 4.0/15mm xience des, post dilated with 4.0mm and 5.0mm ncb. The stent in the lms was overlapped with the stent in the lad. Resolved without sequelae on the same day.